Event description:
Procedure: unk. Reportedly, the fixation ring for the foam grip broke after a view minutes. The metal pin that joins the collar broke out and disappeared, however, it is not known if the device fell into the surgical area.

Manufacturer narrative:
Date of initial report: 07/07/06.